Event description:
It was reported by customer that the cs100 intra-aortic balloon pump (iabp) unit was displaying a black screen upon startup. No patient harm or injury reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). Due to character limitation in e1 for event site address, the full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, b6 , b7 , d10, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse determined that there was a bad internal connection. A general cleaning was performed by the fse. The unit remained in testing and cycling for more than two hours. There were no further issues. The iabp was cleared for use.

Event description:
It was reported by customer that during routine check, the cs100 intra-aortic balloon pump (iabp) unit was displaying a black screen upon startup. There was no patient involved.